Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): analysis found that the head lens cover was cracked. The device would interrogate implanted devices, however the uplink tests were out of specification due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programmer did not start up. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.